Event description:
The customer reported that the on/off button is on constantly stuck in the on position.

Manufacturer narrative:
The ge service rep ordered and replaced the on/off switch assembly. The system turns on/off satisfactory at this time.